Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Transmissions showed that the right atrial lead exhibited noise over-sensing which resulted in episodes of inappropriate mode switch. No intervention was performed. The patient was in stable condition and would be further monitored.